Event description:
It was reported that the revision procedure performed included debridement of left calcaneal and tibial osteomyelitis with saucerization of bone and seizure removal of deep hardware foot nail and locked screws.

Event description:
It was reported that a revision surgery was performed due to a broken screw, non-union, and osteomyelitis.